Event description:
It was reported that during a thoracoscopic right upper lobectomy at 10:10 when performing pleural detachment, the device had problems with opening/closing, damage, or breakage of the jaw region. The handle did not move to a normal range. For that reason, the opening/closing operation of the jaw cannot be performed. There was another device properly used with the generator with version 4.2. There was no patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Correction: b5. H3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found a component in the handle of the device was damaged preventing the jaws from staying closed. The analysis found the mechanical function was not functional. The jaws were unable to remain closed due to the damage to the handle. It was reported that the device broke during application, the device was difficult to close, and the jaws were difficult to open. The reported issues were confirmed. The most likely cause was determined to be manufacturing related. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: vlft10gen, vlft10gen ft series energy platformx1 (serial #: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a thoracoscopic right upper lobectomy at 10:10 when performing pleural detachment. The device had problems with opening/closing, damage or breakage of the jaw region. The handle did not move to a normal range. For that reason, the opening/closing operation of the jaw cannot be performed. There was another ligasure properly used with the generator with version 4.2. There was no patient injury.